Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer blood sugar was raised into the 300 mg/dl and last night he plummeted into the 50 mg/dl. Customer stated that insulin pump was exposed to insulin. Customer stated that when they take out reservoir his insulin pump smells like insulin, fluid in the reservoir compartment. Customer stated that they had been running high, and randomly he was drop low. The device will not be returned for analysis.